Manufacturer narrative:
Engineering evaluation noted that the fracture initiation appears to have occurred in the discolored region on the lateral aspect of the distal taper, generally the area of maximum stress. Emanating from this region on both fracture surfaces are "beach marks", which are consistent with the expected appearance of crack propagation. Associated with 1038671-2008-00018.

Event description:
Revision of hip components due to a fracture.